Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited far-field r wave oversensing which caused inappropriate atrial tachycardia, atrial fibrillation episodes. No intervention or patient symptoms were reported. No further information could be obtained.